Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 has been off the needle but the proximal end was pushed vertically back into the channel. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation was performed on the returned device and found the t1 could not be deployed due to its incorrect reinsertion on the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the ultra fast fix t2 couldn't be deployed normally. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).